Manufacturer narrative:
The pump was received with unresponsive act, esc, up and down buttons due to moisture damage on the keypad traces. No button error alarms noted during testing. The pump was received with moisture damage at the electronic assembly. The pump also had moisture damage on the motor and vibrator tube. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 440 mg/dl at the time of incident and 120 mg/dl at the time of the call. Troubleshooting found that the customer was recently in the hospital and their doctor changed the pump settings. It was also found that the button error cannot be cleared from the display screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.